Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify no excessive no delivery, occlusion alarm due to broken reservoir tube lip. However, unit passed rewind test, displacement test, prime, compromised forced sensor system test and excessive no delivery test. The p-cap does not lock into the reservoir compartment properly noted. Insulin pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address, serial number label, cracked belt clip slot, cracked case reservoir tube window corner and stripped battery cap(p) coin slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and it was cleared. Displacement verification test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.